Manufacturer narrative:
The device was received for evaluation. During functional testing, the customer reported ¿failed flow rate¿ was confirmed. The device was tested for flow rate accuracy at a rate of 40ml/ hr, for a volume to be infused (vtbi) of 40ml and at a rate of 40ml/ hr for a vtbi of 20ml. The resulting error percentages were 5.3675% and 5.005% which are over 5% specification. The event history log was reviewed for the last days of customer use as no event date was provided. The review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the pressure plate travel out of adjustment. The pressure plate travel requires adjustment to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump failed flow rate twice during preventive maintenance testing in the biomedical service department. There was no patient involvement. No additional information is available.